Manufacturer narrative:
Citation: sooknunden m et al. Surgical aortic valve replacement for stenosis of tavi device. Acta chir belg. 2017 mar 1:1-3. Doi: 1 0.1080/00015458.2017.1284423. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) year-old male patient with severe aortic stenosis who underwent successful implant of a medtronic corevalve (serial number not provided). At one year follow-up transthoracic echocardiography revealed an unexpected rise in transprosthetic gradient (42 mmhg) and significantly impaired leaflet mobility. Radiography showed no evidence of mineralization or stent frame fractures. In a surgical intervention, the corevalve¿s leaflets were found to be impaired due to ¿neo-intimal-like¿ grayish deposit of fibro-inflammatory origin extending from the aortic wall. Careful delineation of the stent frame from the media was achieved and the corevalve was successfully removed from the annulus. The moderately calcified native aortic valve leaflets were excised, and annular calcium removed. A new non-medtronic biological aortic valve prosthesis was then sutured onto the annulus. Transesophageal echocardiography disclosed proper valve function. The immediate post-operative course was uneventful, but the 8th day was marked by pneumonia which accounted for a delay in patient¿s discharge. Later follow-up found the patient in good clinical condition. No additional adverse patient effects or product performance issues were reported.